Event description:
It was reported that the insulin pump alarmed low battery. The customer replaced the battery and then the screen went blank, and the device would not come on. The customer tried several batteries but the device would not turn on. The customer's blood glucose was 152 mg/dl. The customer stated that they usually use duracell batteries, but they ran out and at the time they were using cheap batteries and were not sure if the batteries were fully charged. Troubleshooting was performed but the display did not return. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All operating currents were within specification. The insulin pump passed the self test. No unexpected blank display anomaly or low battery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a severely scratched display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.